Event description:
This patient with metastatic breast cancer significantly involving her pelvis. In 12/2004, the patient turned in her home and her hip fractured and gave way. She had an intramedullary hip screw placed in 12/2004 for a comminuted left subtrochanteric pathologic femur fracture. The patient continued to complain of hip and thigh pain post procedure. She was seen in july 2005 and x-rays showed what appeared to be a non-union of the subtrochanteric fracture. There was some discussion between orthopedic physicians about removing the distal locking screw but this was never done. The patient presented to her physician's office in early aug 2005 with increased hip pain. X-rays showed a nonunion of the subtrochanteric fracture and a fracture of the intramedullary nail. The patient was non-ambulatory at home and on ms-contin for pain. A consult was done and due to patient's increase in pain she was scheduled for removal of hardware and a total hip replacement.